Event description:
The ge oec 9800 fluoroscopy system was reported to have made "strange noises" and there was an uncommanded collimator close down.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. There was noted fluoro function board reboot in the event log. No further errors were noted. The system was tested extensively and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.